Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was conducted for potentially associated lot numbers gd896118 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The cause of the peritonitis was unknown. On an unreported date the patient was discharged from the hospital. At the time of this report the patient had recovered from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.